Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported experiencing severe tmj pain, chewing difficulties and misaligned bite. Per dentist, botox injections have since eased patient's discomfort and advised the patient to stop using the aligners due to the severe tmj and obtain a second opinion from an orthodontist. Patient initials: (B)(6). Dob: (B)(6) 1987.